Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead impedance measured greater than 3000 ohms leading to lead safety switch (lss) to be triggered twice. The lss was triggered in april and july of this year. The impedance measurements increased suddenly and have stayed greater than 2000 ohms. A possible fracture is suspected. Testing noted loss of capture (loc) with the high impedance measurements in bipolar configuration. When in unipolar configuration the parameters are stable. The patient will be followed-up in a few weeks and x-ray images are expected to follow. The rv lead remains in service and no adverse effects were reported for this non-pacemaker dependent patient. Additional information was received that the patient presented for a follow-up visit and x-ray images were taken. Upon review of the x-rays, there were no obvious signs of a lead fracture or damage. Maneuvers were performed in both bipolar and unipolar configurations with less noise on monopolar configuration. Subsequently the physician decided to maintain the patient with unipolar configuration as they are not pacemaker dependent. The rv lead remains in service and no adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead impedance measured greater than 3000 ohms leading to lead safety switch (lss) to be triggered twice. The lss was triggered in april and july of this year. The impedance measurements increased suddenly and have stayed greater than 2000 ohms. A possible fracture is suspected. Testing noted loss of capture (loc) with the high impedance measurements in bipolar configuration. When in unipolar configuration the parameters are stable. The patient will be followed-up in a few weeks and x-ray images are expected to follow. The rv lead remains in service and no adverse effects were reported for this non-pacemaker dependent patient.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.